Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters experienced missing label information. The following information was provided by the initial reporter: missing print on packages.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters experienced missing label information. The following information was provided by the initial reporter: missing print on packages.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed missing or illegible print on the unit label. The reported issue was confirmed as the photographs observed displayed that the packages contained missing or illegible print on the unit label. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.